Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacing or sensing portion of this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and high impedance measurements which were exceeding 2000 ohms. A new brady lead was implanted to complement the pacing and sensing function of the lead. No additional adverse patient effects were reported.